Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, and unexpected restart error test. However, the device had a cracked end cap. The device also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump was received for an unknown reason. Customer didn't call about issues with the device. The device was returned for analysis.